Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 to 40 mg/dl due to needing settings adjustments. The customer¿s spouse brought carbohydrates to the customer to consume to address low bg. The customer was taken to the emergency room (ER) and was treated with carbs, given fluids and pump insulin delivery was suspended. Reportedly the customer was released after a few hours in stable condition. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.